Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Dexcom was made aware on 01/13/2025, that on (B)(6) 2025, the patient experienced a skin reaction. It was reported that the pediatric patient experienced a skin reaction with itching, burning, rash, and redness, extended beyond the patch perimeter, which occurred the same day the sensor had been inserted in the arm. The reaction was treated with a prescription of oral unspecified antihistamine drops, and an elocom cream. A photo was provided for review. The photo shows 2 skin reactions on the upper arm. There is clear redness, edema and pustules, which has spread beyond the patch perimeter. It seems that the axilla from the patient also has symptoms like the upper arm which would indicate a possible systemic reaction. There was no documentation of further medical intervention. At the time of the report the patient still experienced redness. No other details were documented.